Event description:
On (B)(6): customer reports the room failed during a patient procedure. Customer reports patient was moved to another room, procedure completed and patient is fine. Patient and procedural information not provided other than to say procedure completed and patient was fine.

Manufacturer narrative:
Field service engineer troubleshot with customer over the phone. They determined the emergency 'off switch' had been pressed. Turning off power to the table power switch eliminates power to the tower interface pcb, which would stop fluoro capability. Fse advised customer how to reset the system. Customer reports the system is fully functional, returned to service.